Manufacturer narrative:
Sorin group USA received a report that a piece of the blue tip on the bipolar was shaved off inside the pt's leg. The piece was retrieved and the pt was not harmed due to the incident. It was later reported that the pt passed away due to other complications not related to this issue. The device was returned to sorin group USA for evaluation. The device is under evaluation. The investigation is ongoing. A follow-up report will be filed when the investigation is complete.

Event description:
Sorin group USA received a report that a piece of the blue tip on the bipolar was shaved off inside the pt's leg. The piece was retrieved and the pt was not harmed due to the incident. It was later reported that the pt passed away due to other complications not related to this issue.